Manufacturer narrative:
Concomitant medical products: product ID: 37083-40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3986a, lot# n098802, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) remained implanted and out of service as the third over-discharge was confirmed. It was noted that a physician mode recharge (pmr) would not be done as the event required replacement. The patient reportedly admitted to not maintaining charge and was described as alive with no injury. The patient did, however, experience a return of chronic pain. Reportedly there was no hospital or health care professional associated with this event. Additional information received 15 days later reported that no interventions were planned at the time of report. It was noted that the over-discharge had not been cleared and that according to the patient, this had been his third over-discharge. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.